Event description:
No patient involved.

Manufacturer narrative:
Additional information- b5 updated. No patient involved.

Manufacturer narrative:
Additional information: d4 UDI is unknown. No product information has been provided to date. D5. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported the device was not heaing properly. The reporter stated the issue was identified during testing with no patient involvement.